Event description:
It was reported that during service the 980 ventilator breath delivery unit (bdu) central processing unit (cpu) failed. There was no patient involvement at the time of the event. The service engineer (se) replaced the cpu, loaded software to the ventilator and performed extended self-testing on the device.